Event description:
It was reported that the procedure was to treat a lesion in the left circumflex artery. A hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced toward the target lesion but the proximal guide wire markers could not be seen under angiography. The ht bmw guide wire was withdrawn from the patient anatomy. The proximal markers were not noted to be missing from the bmw guide wire. A new ht bmw universal ii guide wire was used to continue the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the guide wire confirmed the device was intact. The returned guide wire was checked under fluoro and revealed visibility was reduced over the length of the tip coils. A review of the complaint handling database found no other similar incidents from this lot. The reduced visibility appears to be possibly related to manufacturing. The tip attach operator may have inadvertently assembled three intermediate coils instead of one intermediate coil and one tip coil. Any corrective actions taken will be addressed per internal operating procedures. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.